Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple devices not communicating over hospital wide. A technical support specialist (tss) logged into the enterprise server and identified that approximately 2000 xml messages were stuck in the queue due to a network outage that briefly disconnected the server from the database, causing the message processing service to stall. The tss restarted the internal inbound services, which allowed the queued messages to drain and restored normal server communication. Since the issue occurred only because the service did not auto recover after the outage and there was no further response from the customer after inquiries, the tss confirmed the issue was resolved and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating hospital wide. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.